Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported that two additional screws were used for the surgery. Additional info was received on (B)(6) 2014 from the clinical field engineer. During a l5-s1 fusion surgery, 1 screw head was ripped off and the ring shredded. All pieces were picked out. A confirmation x-ray was performed which revealed there was no trace of the screw left inside the pt. A second screw was used but the doctor 'was worried that the same thing occurred with the second screw.' Per the field engineer: 'that was why he explanted it. The screw looked fine to me.' There was no injury to the pt and a reported 5-10 minute delay in surgery.